Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found the motor binding in the x direction. The x-stage cover had a large dent in the front middle. The representative removed the cover and repaired the dent. The cover was reinstalled and tested. A full imaging system check-out was completed following part repair and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while in a spinal fusion case, the gantry on the imaging system will not extend smoothly in a continuous motion. It extends a few inches, then stops, extends a few inches, then stops. There was no delay to the case and no impact on patient outcome.